Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a follow up, no capture was observed. Dislodgement was noted via x-ray. The lead was explanted when repositioning was unsuccessful.